Event description:
Report 2 of 3. It was reported when using the kit grp a strep 30 test veritor, a false negative result was obtained for a patient sample. Upon confirmatory testing by culturing a second swab sample, a positive result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3353251. The customer reported that they were receiving false negative results with patient samples using the veritor analyzer. They then submitted the samples for cultures and received positive results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or physical samples were returned; therefore, no return sample analysis could be performed. However, the customer did provide two patient lab reports confirming the positive patient results. The reported issue was able confirmed. The root cause cannot be determined. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 2 of 3 it was reported when using the kit grp a strep 30 test veritor, a false negative result was obtained for a patient sample. Upon confirmatory testing by culturing a second swab sample, a positive result was obtained. There was no health impact or consequences reported.